Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact to the customer's blood glucose level. Customer support provided guidance on resetting the pump, and after resetting, the malfunction did not recur. The customer was advised that they may continue using the pump and to contact support again if the issue returns.